Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ventricular tachycardia vt procedure with a thermocool smart touch electrophysiology catheter, and the impedance could not be displayed. The catheter was replaced and the procedure completed without patient consequence. The impedance issue is not reportable. This complaint was originally assessed as not reportable because the potential that it could cause or contribute to death, serious injury, or other significant adverse event is remote. The device was returned to the bwi failure analysis lab (fal) and on (B)(6) 2018 damage was found on the surface of the peek housing. Peek housing was observed cracked with exposed internal parts at the transitional area with the tip, close to the electrodes. The issue of the exposed internal components has been assessed as reportable.

Manufacturer narrative:
Additional information was received on 8/11/2018, indicating the manufacturer date 10/13/2017 and expiration date 10/12/2018. Corresponding fields of this report have been updated. The investigational analysis has been completed. The returned device was visually inspected and the peek housing was found damaged. Electrical testing was performed and the catheter failed. No electrical readings were observed on electrode # 2. A failure analysis was performed and the catheter was dissected on the tip area. The electrical wire was found broken causing the improper electrical signal. Then, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Additionally, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The catheter was unable to connect to the stockert generator since the catheter was dissected, however, there is evidence that the device was manufactured in accordance with documented specification and procedures. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the peek housing and the electrical wire breakage cannot be determined. Manufacturer ref no: (B)(4).